Event description:
The surgeon announced that the vitrectomy probe was not working. The cutting sound was not working.the probe was replaced, no changes made with the accurus machine.the machine and new probe worked fine.